Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not deflate when the patient was discharged. It was stated that the catheter was removed, while the balloon was still inflated.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The reported failure was able to be reproduced. The product had caused the reported failure. Based on the evaluation, it was observed that the catheter was able to inflate. However, the catheter was unable to fully deflate and can only deflate partially. Dissected the catheter and observed poor snip eye. Hence, the reported event is confirmed as manufacturing related. The potential root cause could be blunt snipping tool or incorrect snipping technique. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: d,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter balloon did not deflate when the patient was discharged. It was stated that the catheter was removed, while the balloon was still inflated. Per follow up via ibc on (B)(6) 2022, the user had pulled on the catheter with no surgical intervention and without any clinical consequences for the patient. Per follow up via ibc on (B)(6) 2022, it was the balloon that had remain inflated.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used for urological care. The product had caused the reported failure. Based on the attached photo, it was observed that the samples were discarded into the black garbage plastic and the sample is not visible. Hence, the reported event could not be confirmed due to poor sample condition. However, the exact cause of how and when the problem occurred could not be determined. Potential root cause could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheter balloon did not deflate when the patient was discharged. It was stated that the catheter was removed, while the balloon was still inflated. Per follow up via ibc on 19jul2022, the user had pulled on the catheter with no surgical intervention and without any clinical consequences for the patient. Per follow up via ibc on 09aug2022, it was the balloon that had remain inflated.